Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure, the cardiac resynchronization therapy defibrillator (crt-d) was programmed to pace in the ventricle and not sense. It was noted that telemetry was lost during the procedure, so the wand was taped into place over the device. It was noted that no adverse effects occurred due to the loss of telemetry. However when the ablation catheter was close to the right ventricular (rv) lead coil, pacing inhibition with three to four seconds of asystole was observed. Boston scientific technical services (ts) was consulted and discussed that the defib detect circuit is active during the delivery of pacing energy. Ts explained that if the device detects energy on the leads from an external source over a set threshold, the defib detect circuit is triggered. It was also noted that the shock impedance measurements intermittent ranged from greater than 200 ohms to 0 ohms. Boston scientific technical services (ts) discussed that this is usually due to electromagnetic interference (emi). Ts suggested rechecking the shock impedance measurements to verify. The field representative noted that the shock impedance measurements returned to normal at 38 ohms once the mapping equipment was turned off. At this time, the crt-d and rv lead remain in service and no adverse patient effects were reported.